Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi (bvvi) mode. The cause of the bvvi was found to be off-label MRI exposure. No intervention has been performed. The patient was stable with no consequences.